Event description:
Information received indicates that the device was inappropriately pacing at 50 beats per minute due to undersensing the patient's intrinsic rhythm.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted that the lp exhibited undersensing. X-ray imaging was performed and confirmed the lp dislodged to the pulmonary artery. The lp was explanted and replaced. The patient was discharged post procedure.